Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter displayed inaccurately high results when compared to another device (bayer contour). The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 at 9:00am. On two separate occasions on (B)(6) 2015 and on (B)(6) 2015, the patient reported obtaining blood glucose results of ¿293 and 116 mg/dl¿ with the subject meter and ¿209 and 73 mg/dl¿ respectively on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient also reported that on (B)(6) 2015, he obtained blood glucose results of ¿70 mg/dl¿ with the subject meter and ¿43 mg/dl¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for accuracy. The patient informed the customer service representative (csr) that he manages his diabetes with oral medication (metformin 1000mg) and insulin (5-15 units of novolog on a sliding scale and 44 units of lantus) and claimed he continued to follow his usual diabetes management regimen in response to the alleged inaccuracy issue. During the call recording, the patient informed the csr that on one occasion about 4 days after the alleged inaccuracy issue began, he obtained a blood glucose reading in the ¿high 200s mg/dl range¿ with the subject meter and administered fast acting insulin based on the result. The patient claimed that 2 hours later he felt ¿lightheaded and almost passed out¿.the patient claimed he tested his blood sugar on another device (contour) at the onset of his symptoms and a result of ¿43 mg/dl¿ was obtained. The patient reported treating himself with glucose tablets and apple juice in response to his symptoms. During the call recording, the patient claimed he developed low blood sugar as a result of taking too much insulin based on the subject meter readings. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr walked the patient through a control solution test and the result fell within the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.